Event description:
Procedure to treat the right anterior tibial (prox, mid and distal). The lesion was a cto lesion (160mm occluded out of the 310mm lesion) with moderately severe calcification and no tortuosity. Device was inspected before use with no issues noted. No issue were noted during removal of the device from the packaging or during preparation of the device prior to use. No resistance was noted when loading the devices onto the guide wire, loading the devices through the haemostatic valve, loading the devices into the guide catheter / sheath or advancing the devices to / across the target lesion. The lesion was successfully pre-dilated twice. Five in.pact 014 drug coated balloons in total were used to treat the lesion. The 1st, 3rd and 5th devices were used successfully. It was reported that inflation issues were encounters when attempting to use the other two devices. The balloons were both inflated to 12atm, there was a normal 3 minute inflation with the wrapped balloons. It was reported that the physician saw complete candy wrap, to a focal complete twist. There was no issue deflating and removing wrapped balloons. The lesion was then re-treated in the same location, with another dcb. Physician is not concerned about patient safety but is rather concerned about geographic miss and lack of drug delivery in the wrap area. There was nothing specific in the lesions or lesion locations that may have caused the inflation difficulties. The patient did not have any relevant medical history or pre-existing medical condition that could have impacted on the reported event. There was no patient injury or clinically relevant increase in the duration of the surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that this device (in.pact 014) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the balloon was found unfolded, showed slight signs of twist in the middle (wrinkles on the surface). It was also possible to notice a slight spiraling of the balloon, even if it is not possible to address this appearance to the original folding, since the balloon was used and no more folded. After the decontamination, the technical analysis was performed. The 0,014¿¿ guide wire was inserted from the tip to the hub without any issue. Negative pressure was applied to the inflation lumen: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: -2 bar: balloon showed slight signs of twist and a slight constriction of the balloon profile in correspondence of the twist was visible - 4 bar: it was still showing slight signs of twist and constriction in the profile - 8 bar: signs of twist were no more detected. A sign of twist was visible on the guide wire lumen in correspondence of the twist. - 14 bar: signs of twist were no more detected. A sign of twist was visible on the guide wire lumen in correspondence of the twist. After the balloon deflation it was still possible to see slight wrinkles on the surface in correspondence of the twist. Angio images were provided for evaluation. The images shows the procedure: guidewire insertion, pre-dilatation performed, treatment with in.pact devices and post dilatation. Based on the images provided it is possible to confirm the presence of a point of constriction in 2 inflated balloon used for lesion treatment. The point of constriction observed could be associated to a twist of the balloons. Moreover the constricted areas detected in the angio images correspond to the locations of the signs of twist found on the devices analyzed. If information is provided in the future, a supplemental report will be issued.